Event description:
Intra-procedure, robotic monopolar curved scissors stopped working. Instrumentation removed and new instrument obtained for utilization. Upon removal of non-functioning instrument, noted small wires at tip inside instrumentation were broke. No retained foreign body. Procedure completed without complication.